Event description:
It was reported via repair work order that the side rails could not remain latched during use due to loose upright spindle and missing compression springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.